Event description:
The customer reported that while the unit was in use on a pt, the unit went into standby when the pt coughed. The unit was replaced. No pt injury was reported.

Manufacturer narrative:
The company rep observed the check catheter alarms in the error log. The company rep was unable to duplicate the reported event. The company rep performed performance and safety tests. The unit met factory specs and was returned to the customer. (B)(4).